Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Questions were sent to the author of the article. No response was received. The article concluded that the ima chimney endovascular technique can be considered in evar cases with coexistent bilateral iia occlusion to minimize the risk for bowel ischemia.

Event description:
Received an article titled: novel indication for chimney graft placement in the inferior mesenteric artery in aaa patients with coexistent bilateral internal iliac artery occlusion published in the journal of endovascular therapy. The purpose of this study was to report a novel indication for the use of chimney grafts to preserve flow to the inferior mesenteric artery (ima) in patients undergoing endovascular aneurysm repair (evar) for aortobi-iliac aneurysms with coexistent bilateral occlusion of the internal iliac arteries (iia). Two patients who suffered from symptomatic aortobi-iliac aneurysm with patent imas and bowel ischemia. Per the article, procedural complications including one patient with a post procedure ileus.